Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent unspecified surgeries where rhbmp-2/acs was used on (B)(6). 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient sought treatment for headaches, neck pain and lower back pain in early 2009. Patient was diagnosed with normal cervical spine herniation at c5-c6 and minimal paracentral protrusion at c6-c7 after an MRI. In (B)(6) 2009, the patient was diagnosed with a pannus behind her c2 and herniation at c5-c6, l3-l4 and l4-l5. A c5-c6 surgery followed by lumbar surgery was recommended. In (B)(6) 2009, patient underwent a c5-c6 fusion surgery using rhbmp-2/acs. Post surgery, in (B)(6) 2010 neck pain worsened and the patient underwent MRI of cervical spine that indicated no instability at c1-c2. In (B)(6) 2010, patient again underwent c1-c2 fusion surgery using rhbmp-2/ acs. Post surgery, pain was not relieved and she began having neck pain and radiating pain in her arms.